Event description:
(B)(6) 2014, davinci robot was used to remove uterine fibroid. Approximately 6 hours post surgery, my hemoglobin dropped from 12.4 to < 6 at which point it was determined I had internal bleeding. I was returned to surgery at which time they stated an artery behind my bladder was severed. As a result of this injury I was subjected to being opened up 2x post surgery, blackouts and seizures, 9 blood transfusions, bp dropped as low as 50/60, 10 day hospital stay (5 of which was intensive care), inability to drive, walk or bathe myself, care for my child, return to work or to drive far distance for 4 months. I was told I would only have 3 -4 areas of incision, well I have 5-6 permanent scars, insertion of jp drain. All these things being the reverse of the advertised benefits of surgery by use of this product. I am angry because an infinite amount of dollars are spent on healthcare and this kind of error is unacceptable. I was told I would've had to die in order to seek damages. I'm an educator and in my profession when errors are made we have to pay for those errors one way or another. Why are these manufacturers and physicians not subjected to the same penalties.